Event description:
Pt was in extremely critical condition after status post multiple trauma & cardiac arrest immediately post op. Resuscitation included opening the chest for heart massage & to assess for cardiac tamponade. The rib retractor was used as a convenience to separate during surgery. During this procedure, the rib retractor gear mechanism froze & could not be adjusted. The rib retractor was removed without interruption of resuscitation efforts, & the ribs were easily separated manually. The rib retractor was in this instance, non-essential & was not a contributing factor in the pt's subsequent unsuccessful resuscitation.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: foreign material contamination, insufficient lubrication, material degradation/deterioration, mechanical problem. Conclusion: device failure occurred but not related to event, device was out of spec but this does not relate to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.